Manufacturer narrative:
Corrected fields- b1. Updated fields- b4, b5, b6, b7, d10, g3, g6, h2, h6 codes (health impact), h11.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) had a power-up test fails code # 3. There was no patient involved.

Manufacturer narrative:
Due character limit e1 initial reporter name- (B)(6). Event site address-(B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump(iabp) had a power-up test fails code # 3.

Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h11. Corrected fields: h6 (investigation conclusions).

Event description:
N/a

Manufacturer narrative:
Updated fields- b4, d9, g3, g6, h2, h3, h6 codes (investigation types, conclusion, findings, components), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the user department reported that the machine alerted power-up test fails code # 3 when using the machine. Fse replaced the compressor, scroll (d119-00-0236) and test the machine. There is no warning power-up test fails code # 3. The machine can be used.